Event description:
Home patient (hp) reports receiving check patient line alarm in fill 3/4 of treatment on homechoice device. Hp reports that he disconnected and reconnected to patient connector of homechoice set while attempting to troubleshoot the alarm prior to contacting baxter's technical service ctr (tsc). Baxter technician recommended hp discontinue treatment with current set up. Hp's healthcare professional (hcp) reports no patient injury or medical intervention as a result of incident.